Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited one shock impedance measurement of less than 20 ohms. It was noted that the shock impedances had been stable in the 60 to 70 ohm range before the single out of range measurement. Troubleshooting options were questioned. Boston scientific technical services (ts) discussed a possible intermittent lead issue starting, and provided troubleshooting recommendations. The patient was to be brought in for further testing. No adverse patient effects were reported.

Event description:
Additional information was provided that this was a device related issue, not a lead issue.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted for normal battery depletion. No adverse patient effects were reported.